Manufacturer narrative:
(B)(4). The device has not yet returned from the facility for an evaluation. When information becomes available, a supplemental report will be submitted. A device history report was done on the device lot number. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint. There was no reported patient injury.

Event description:
On (B)(6) 2018, a (B)(6) year-old male received a stand-alone, off-pump surgical procedure via thoracotomy approach with laam with an atriclip device. The sizing tool was first used and a pro140 was selected. Before the pro140 clip was cycled prior to use, it was noticed that the clip had a wire that was broken before it could even be utilized for the procedure. The pro140 was removed from the prep table and a pro145 was then retrieved for placement per surgeon direction. The second clip was then implanted without issue. It was documented with echo that there was flow in the left atrial appendage and that the pro145 had slipped off the appendage into the thoracic cavity. The procedure was delayed for one hour while the pro145 was removed from the thoracic cavity with forceps with no harm to the patient. Once that was completed, a third clip, a pro145, was placed on the appendage with a positive response for the patient and no further delay. There was no reported device malfunctions with the pro145.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. No device malfunctions which would have contributed to this failure mode were identified during the engineering evaluation. The device and clip met all visual/functional specifications.